Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the emergency room due to syncopal episodes. When the patient moved their head in a certain direction, pauses in pacing were observed due to oversensing. Pacing impedance measurements also decreased to 170 ohms. An invasive procedure was performed. This device was explanted and the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.